Event description:
It was reported that, the patient experienced infusion set gets removed when pwd is running around playing, suggesting accidental detachment event occurred on 15-apr-2026.

Manufacturer narrative:
E1: patient city: sint-jans-molenbeek. Event country: belgium. Establishment name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca . Post office or zip code: 913251219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.